Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left side device rupture. Diagnosed via ultrasound and pain. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's product.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 24jul2024.

Event description:
It has been determined that the device associated with this complaint was intact. This record is no longer reportable to FDA and will be un-reported.

Event description:
Patient reported left side device rupture diagnosed via ultrasound and pain. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's product.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
It has been determined that the device associated with this complaint was intact. This record is no longer reportable to FDA and will be un-reported.